Event description:
On february 2, 2024, senseonics was made aware of an incident where the user was told by his primary physician that he needed to get his sensor removed to continue research on why the user has been having bad fevers since early january.

Manufacturer narrative:
No investigation/troubleshooting could be possible for this complaint as the user stopped responding to the communications from customer care. No further information was available for this complaint.